Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the threads were stripped on her one touch ultrasoft lancing device. The medical affairs specialist (mas) spoke with the pt on august 18, 2008 and obtained the following info. The pt reported that the alleged issue began approximately one month prior to contacting lfs. As a result of the issue, the pt claimed she stopped testing her blood glucose. On an unspecified time on four days prior to original date, the pt reportedly felt weak and developed cold sweats. The pt confirmed she associated these symptoms with a low blood sugar and treated herself with orange juice. Her sister then took her to the ER. In the ER, the patient's blood glucose was tested and they obtained a reading of "50 mg/dl". The pt claimed she was treated (treatment type unknown) to "normalize" her blood glucose. At the time of troubleshooting, the customer care advocate (cca) confirmed there was no misuse to the reported product. The issue remained unresolved. Replacement product was sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the alleged issue and reportedly was treated by an hcp for severe hypoglycemia after the reported product issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for eval, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.